Manufacturer narrative:
The device was received and evaluated. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The exposed portion of the soft cannula was observed to kinked. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 19.7 mmol/l (354.6 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied.